Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant had not helped the pain. The patient stated they wanted the implant out because there were too many risks. The doctor said they could not remove it until (B)(6) 2017. The patient stated they were taking 2 norco pills and wanted to know how they could get the implant out faster. Additional information was received from the patient. It was reported that the patient was having their ins removed for good on (B)(6) 2017. The patient stated that they "never want another" ins because their ins didn't do anything for them. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's weight was (B)(6)pounds. No symptoms were reported. No further complications were reported.